Manufacturer narrative:
(B)(4). Batch #: u9580t. (B)(4). Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the following actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, the feed link was noted damaged, causing the feeding issues. Also, fourteen clips were found inside the clip track. The reported complaint was confirmed. Possible causes for the damage found may be due to the device jaws being restricted during firing, or device jaws not being fully through the trocar sheath when firing the device. Please reference the instructions for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device was not fired at all. It is unknown how the procedure was completed. There was no patient consequence.